Manufacturer narrative:
Based on the information available, it appears the user did not adhere to the manufacturer recommendations detailed in section 8.2.1 of the leica peloris/peloris ii user manual. Specifically, the ¿short protocol (gi protocol)¿ is not appropriate for ¿large specimens¿. Section 8.2.1 of the leica peloris/peloris ii user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The root cause of the sub-optimal tissue processing reported by the customer was due to use of a protocol of inappropriate duration for the type(s) and size(s) of the patient tissue samples being processed. Although the information available indicates that all patient cases involved in this event were diagnosable, the circumstances involved in this complaint have previously resulted in serious injury. No adverse impact on either the quality of processing of patient tissue samples or to any patient(s) has been reported to the manufacturer in association with the circumstances involved in this complaint. Manufacturer evaluation of the information available showed that the instrument functioned as designed in the circumstances reported by the customer.

Event description:
On (B)(6) 2026, the customer contacted leica biosystems and detailed "large specimens processed on gi protocol, requesting reprocessing protocol. 218 cassettes impacted." On (B)(6) 2026, the leica senior applications specialist (fas) documented ¿customer called leica tsc to ask for a reprocessing protocol, they were advised that tsc could not support that request but could support them with instrument use. Retort unknown specimen type unknown logs were not requested due to no mechanical issues. Customer confirmed that wrong protocol was used.¿ on (B)(6) 2026, the leica senior applications specialist - pathology documented "customer states, "no impact to patient diagnosis is reported, ok to close case"."